Event description:
It was reported that the patient had their device removed as it didn't work for their bladder symptoms. Urinary incontinence was noted. No other information was provided.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B3 date of event unknown, used the first day of the aware month. This supplemental record is being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence, urinary" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had their device removed as it didn't work for their bladder symptoms. No other information was provided.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B3 date of event unknown, used the first day of the aware month this supplemental record is being added to correct coding in (f10): 9148: incontinence, urinary. F1903: device explantation.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. B3 date of event unknown, used the first day of the aware month.

Event description:
It was reported that the patient had their device removed as it didn't work for their bladder symptoms. No other information was provided.